Manufacturer narrative:
(B)(4). Carefusion will evaluate the alleged failed product if it is returned to the manufacturer.

Event description:
The customer reported that the ventilator has an intermittent operation. No patient involvement.

Manufacturer narrative:
Failure analysis (fa) lab received a vela muffler tube. The mounting post was cracked. The muffler tube was scrapped. Failure analysis (fa) lab received a vela main pcba. The component was installed in a known good vela unit. The unit operated normally. Xdcr faults in the event log confirmed with both xdcr faults occurring immediately after power up. This indicated the failure was most likely a result of solenoid lag on the initial system checks. Fa performed xdcr calibrations and all xdcrs passed calibrations. The unit operated for 20 hours without fault or failure. The main pcba was scrapped. Failure analysis (fa) lab received a turbine/muffler assembly, vela diamond. Fa powered on the unit in ventilating mode and the vent started ventilating within specs. Fa performed delivered volume test and it passed. Had the unit running over night and the failure was not duplicated. The turbine/muffler assembly, vela diamond was scrapped.